Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre manager reported that when a preloaded intraocular lens (iol) was being implanted in a patient's eye, it surged forward and damaged the patient's zonules. The capsular bag remained intact. A tension ring was placed into the capsular bag for additional support. It is unknown if the iol remained implanted. Additional information has been requested but not received to date.